Manufacturer narrative:
Revised sections with additional information received from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device broke while using on a patient. The led light started to turn red. When checking if it contained tissue at the tip, it is observed that the vibrant tip of the dissector is broken. The tip fell into the patient cavity and was not retrieved.

Manufacturer narrative:
Evaluation summary a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The picture showed the waveguides had fractured. The reported condition was confirmed. The picture sample was examined and the investigation personnel concluded that the titanium waveguide was in use when it fractured. Dissector tips that come in contact with a metal objects (hemostats, clips, staples, retractors, etc.) During activation will be damaged. These contacts will cause the waveguides to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during the procedure, the device broke while using on a patient. The led light started to turn red. When checking if it contained tissue at the tip, it is observed that the vibrant tip of the dissector is broken. No patient injury.